Event description:
The customer reported that the unit has a dim display. The customer reported that the unit was not in use on patient. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support explained to customer that the dim display is not part of the nav ring issue or a touchscreen issue. The serial number that the customer provided was a 2nd gen lcd cable installed. Product support discovered the customer has a 1st gen lcd since there was not ferrit on the cable. Part #453561511631, cable 2nd gen lcd. Product support advised customer that if the cable does not solve the issue than he will be ordering the user interface (ui) assembly. The customer will order parts and repair the unit. If additional information is later obtained, the complaint will be reopened.